Event description:
A peritoneal dialysis pt states she is receiving multiple machine alerts/alarms, not able to determine bags and reload tubing. Pt noticed that the area where the cassettes are placed is wet. There is no report of pt ill effect. The sample is available for evaluation.